Event description:
It has been reported that the syringe 0.3ml 31ga 6mm whole unit 10bag has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needle hub separated and stayed in needle shield. Verbatim: consumer reported needle hub separated and stayed in the shield, consumer does not re-use. Lot # 9028788. Product # 324909. Exp 02-29-2029. Occurrence date unknown.

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separated and stayed in the shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #9028788. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200805385] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3ml 31ga 6mm whole unit 10bag has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needle hub separated and stayed in needle shield. Verbatim: consumer reported needle hub separated and stayed in the shield, consumer does not re-use. Lot # 9028788, product # 324909, exp 02-29-2029, occurrence date unknown.